Event description:
It was reported that the c-arm of the system 9600emi would not initialize. There was no patient involvement or information reported.

Manufacturer narrative:
The system was evaluated by the customer bio med representative along with phone support from a ge representative. They determined that the sram needed to be replaced. The biomed representative replaced the sram and report on any further issues at which time an additional report will be made.